Event description:
It was reported that the patient experienced dizziness and lightheadedness and felt a decrease in rate during exercise due to a pacemaker rate-response issue. No intervention was performed. There were no patient consequences.